Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had issues with a lead intra-op with high impedances. Caller stated that high impedances weren't consistent and alternating contacts. Caller stated the lead was discarded and another lead was used without issue. Caller also had 2 burr hole devices that were opened but not used. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Technical services transferred caller to customer service.

Manufacturer narrative:
The correct lead serial number has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that cause was unknown, but it was thought that it may be related to the testing cable potentially being faulty.